Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I anti-hcv result for one sample. The following data was provided: (B)(6): initial result = 2.25 s/co, repeat = 2.36 s/co, repeats with a new reagent cartridge = 0.38 s/co and 0.38 s/co. No impact to patient management was reported.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6), was returned for further evaluation. Inspection and testing of the module confirmed that all components were operating within specifications, and no issue was identified. A review of tracking and trending found no trends, systemic issues, or nonconformances related to false reactive alinity I anti-hcv results for the alinity I processing module (ln 03r65-01). Labeling was reviewed and found to adequately address the issue under review. Based on the investigation the alinity I processing module serial number ai26731 was performing as intended, no systemic issue or deficiency of the alinity I instrument was identified.

Event description:
The customer observed a false reactive alinity I anti-hcv result for one sample. The following data was provided: sid (B)(6): initial result = 2.25 s/co, repeat = 2.36 s/co, repeats with a new reagent cartridge = 0.38 s/co and 0.38 s/co. No impact to patient management was reported.